Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that on the morning of (B)(6), the patient advised that the system controller had a high pitched sound and that it was intermittently vibrating. The sound and vibration were confirmed by at least one bedside nurse. It was reported that the lvad had been operating as though there was a pump thrombus, with elevated power and flow estimation and elevated lactate dehydrogenase. The patient was explanted due to recovery of cardiac function on (B)(6).

Manufacturer narrative:
Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a thrombus in the outlet stator. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. Contact marks were observed on the tapered outlet section of the rotor and outlet bearing cup, indicating that it was present while the device was supporting the patient. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated ldh. Additionally, the tissue could have created additional resistance on the spinning rotor contributing to the reported elevations in pump power and flow. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.